Event description:
It was reported that prior to use during the check process after cleaning but before sterilization, there was damage to the resin tip on both the bipolar maryland forceps (bmf) and the bipolar fenestrated grasper (bfg). Both the bmf and bfg were replaced to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported bipolar maryland forceps (bmf). Review of the provided image notes that it shows the tip of the bmf. Further evaluation of the reported bipolar maryland forceps is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.